Event description:
It was reported that in 2008, the system error 7 alarm rang when the power supply was turned on. The pump was rebooted, but the same issue occurred again. A third reboot was tried and that time there was no alarm. Assuming the pump was not the issue, the pump was used on the patient. At about three days later, the system error 7 alarm sounded again, but the clinician managed to resolve the problem and continued to use it on the patient. Eventually, for fear of the same issue continuing, the pump was exchanged with another pump. The first pump was moved to the me room where it was checked by staff, who confirmed the issue as the alarm sounded again. There were no reported patient complications as a result.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.